Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners patient reported that they are experiencing jaw issues when they chew. Patient has no history of tmj. Requested further information for evaluation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.